Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported a cope mandril wire guide was used for a cardiac catheterization procedure. Upon being withdrawn through the needle, the wire unraveled. As stated by the user, "after discussion with ir, the surgeons, and the other cath docs, decision made to continue pulling and unravel the wire, leaving just the platinum tip in the patient." Additional information was received on (B)(6) 2019. The physician states: "overall, obtained access in rfa with 21g needle, put in cope wire, felt resistance. Fluoro showed wire had likely entered the rcfa and then immediately (a few mm above the vessel entry site) entered a side branch (superficial circumflex iliac). Next I tried to retract the wire (through the needle) and I felt the needle unravel. The tip stayed where it was but the wire unraveled at the site of my needle. I removed the needle. Got contralateral access to get a catheter in the ipsilateral rcfa in case the wire broke. Spoke with our surgeon, other interventionalists, and ir doc. Decided the wire was certainly in the abdomen making it a complex surgical removal. Plan made to instill local nitroglycerin to try to vasodilate vessel. Did that. Then pulled wire and it unraveled from proximal to distal and eventually the wire came out leaving just the central string attached to the platinum tip. Pulling the string caused the tip to come down but it recoiled as soon as I released my tension (i.e., the tip was wedged). I pulled on the string which broke off at the tip, and saw the entire length of string come out. The tip remained."

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, quality control, and specifications of the device, as well as imaging review were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. However, the device from another complaint (submitted under MDR#1820334-2019-00989) was reported for the same failure mode on the same product line. Analysis of the returned device under the other complaint confirmed the device was within specification and concluded procedural issues led to the failure mode. Based on the similarities between the two complaints, it is possible that the two have the same failure mode. Furthermore, the complainant provided a fluoroscopy image that was sent out for imaging review and analysis. The review suggests the wire guide became elongated and unraveled at the access site. The tip remained connected to the spring of the coil at this point in the procedure, and was not separated off. Dimensional analysis could not be performed, but there is no evidence to suggest the device was not manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The complainant could not provide a definitive lot number for the device, but stated that it was one of three lots. The device history record (DHR) of the three lots and their associated coil subassembly lots were reviewed. The DHR of one lot revealed one related nonconformance for stretched coil, and one device was scrapped out. All other lots and subassembly lots revealed no reported nonconformances. Although there were related nonconformances reported for these lots, the issues are visually inspected 100% during quality control. A software search revealed no complaints have been reported for these lots. As proper inspection activities are in place, all related nonconformances were identified and scrapped out prior to release, and no other complaints have been reported for the potential lots, there is no evidence to suggest there is any nonconforming product in house or out in the field. The device history file (dhf) was also reviewed. Risk controls are currently in place to identify the failure mode prior to release. The analysis indicates that the risks associated with the devices are acceptable when weighed against the benefits. Based on the information provided, no product returned and the results of the investigation, cook has that user technique contributed to the failure mode. Withdrawing the wire guide through a needle can cause damage to the wire guide due to the sharp bevel tip of the needle. This typically leads to unraveling and elongation of the wire. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Product code: dqx. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cope mandril wire guide was used for a cardiac catheterization procedure. Upon being withdrawn through the needle, the wire unraveled. As stated by the user, "after discussion with ir, the surgeons, and the other cath docs, decision made to continue pulling and unravel the wire, leaving just the platinum tip in the patient". No other adverse events or additional procedures were reported for this incident.